Event description:
It was reported that during a kidney transplant procedure, the stapler misfired halfway through the stapling leaving an incomplete staple line. There were no patient consequences. Case completed by the surgeon over sewing the staple line.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: were the staple line and cut line equal in length? Yes. What type of tissue was being fired on (e.g. Renal artery, renal vein, ureter, etc.? N/a what color cartridge was being used? Gray. Was there any patient consequence to the donor or recipient as a result of the event? No. Was there any change in post-operative care for the patient as a result of the event? No. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the staple line and cut line equal in length? Yes. What type of tissue was being fired on (e.g. Renal artery, renal vein, ureter, etc.? N/a what color cartridge was being used? Gray. Was there any patient consequence to the donor or recipient as a result of the event? No. Was there any change in post-operative care for the patient as a result of the event? No.